Event description:
During the paroxysmal supraventricular tachycardia procedure, there was a procedural delay due noise issues. After the catheter was inserted into the cardiac chamber and connected to the tactisys and ensite, navigation was displayed in navx mode. Electrode 2 displayed distorted, and noise was observed only on electric potentials 1-2 on ensite. The electric potentials were displayed clearly although they were displayed from the recording system through the amplifier. When the procedure was switched to voxel mode, the navigation displayed without issue. The tactisys and ensite were reconnected, and the tactisys and ensite were restarted; however, the noise and the distorted navigation display in navx mode did not improve. After replacing the catheter, electrode 2 continued to display as distorted, and noise was again noted on the electric potentials 1¿2 on ensite. The procedure was continued by hiding electrode 2 and rf delivery was performed without using the arrow, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of signal/artifact noise could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.